Manufacturer narrative:
Updated fields - b4, d8, d9, e2, e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected filed- g2 a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the safety disk. The unit could then be used normally.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during operation, the cs100 intra-aortic balloon pump (iabp) unit has a loop leak alarm and other machines were replaced when a fault occurred. The patient was not harmed.